Manufacturer narrative:
For the reported event, lot number was not provided. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unk broviac catheter chronic catheter allegedly experienced stretched. This report was received from a single source. This event did involve patient with no patient consequences. The patient is (B)(6)., the gender is female; however, the patients weight was not provided.